Event description:
It was reported by the rep the device was used in a laparoscopic right colonectomy. It was reported the lcsc5 was being used during the case when the generator started making a solid tone. A new lcsc5 was pulled and the case was completed successfully. Rep asked physician for details, surgeon stated physician may have overstressed the instrument during the case with large bites of tissue. There was no consequence to the pt.